Event description:
Patient developed a staph infection one week after portrait psr3 treatment. Patient prescribed avalox and is doing well.

Manufacturer narrative:
The portrait psr3 is non-contacting and is unlikely to cause an infection. A physician's guide and pt guide were released in 2008 providing additional post care recommendations. The guides were delivered to the site the same month, the day before the pt treatment. It is unknown if they were in use by the site.